Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Through further investigation, it was determined that the root cause of this event most likely cause is procedural factors.

Event description:
It was learned through implant patient registry and through investigation that a patient with a 29mm 7300tfx mitral valve was explanted at implant due to lv rupture. A 27mm non-edwards valve was implanted. Per medical records, the patient presented with worsening fatigue and sob. The patient initially underwent mvr with 29mm 7300tfx. Tee showed high velocity jet underneath the mitral valve, which was directed to the outflow tract. It could not be identified where the jet was coming from but considered outflow tract obstruction. Cpb was restarted. The new 29mm mitral valve was explanted. There was no obvious obstructions in the outflow tract, which appears wide open and the struts of the valve also appears sitting in the right place. Considering the patient's posterior leaflets were so tethered, the surgeon detached the posterior leaflet from the annulus and then placed 15 stitches on the annulus. Another 29mm 7300tfx valve was implanted. Cpb was weaned. The outflow tract appears better but then the patient developed severe hypotension, with large amount of blood coming from the pericardium. The surgery was then converted to sternotomy. Cpb reinitiated. The anterior pericardium was opened and the heart was lifted, it was then noticed that the patient has posterior part of the ventricle and av groove area with bleeding, which felt like the valve strut is right in the bleeding area. Therefore, this is possibly due to the valve strut induced left ventricular rupture. The heart was re-arrested and the second 29mm 7300tfx mitral valve was explanted. The posterior ventricle had a large tear which was repair with oversized pericardial patch. The entire suture line was reinforced with pledgets on the ventricular side. A smaller valve was implanted this time using 27mm non-edwards valve. The patient was then taken to the intensive care unit with ECMO and impella support. The patient expired on pod#1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.